Event description:
It was reported that during surgery for an open reduction internal fixation of a left ankle, the guide wire broke (900.722). Surgeon chose to not retrieve the fragment from the bone. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing evaluation - part was received damaged. The part is 102.2mm long, and appears to have been bent at one end. This bent end has the appearance of being sheared off rather than exhibiting a break. The sheard surface is smooth and shiny and tapers to a flattened point. The diameter of the remaining portion is measured at 1.08mm by use of a micrometer. There was no lot number provided and the description of a 1.25mm threaded guide wire does not fit this parts diameter. The measured diameter of 1.08mm is closer to part 292.622 which is a 1.1mm threaded guide wire (diameter specification is 1.10 - 1.03mm) however this part could also have been from a competitors device. Based on the lack of lot number and the discrepancy in the diameter of the piece, depuy synthes is unable to perform a complete manufacturing evaluation. No further information was provided. Placeholder.